Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds. The physician decided to switch to single chamber pacemaker due to limited branch options and high thresholds. This lead was never in service. No adverse patient effects were reported.